Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic acidosis on (B)(6) 2019. The customer¿s blood glucose level was 500 mg/dl at the time of hospitalization. The customer was treated with intravenous insulin. Customer was unable to complete carelink upload. The customer declined troubleshooting fir insulin pump as she tried the mio and the insulin pump was working. The insulin pump will not be returned for analysis.